Event description:
A lead revision was performed due to insulation damage on the rv02 transvenous lead.

Manufacturer narrative:
H.3 device evaluation - an insulation fracture was noted on the is-1 leg on the lead approx 4" from the connector pin. A large portion of insulation was torn away from the outer insulation, exposing the sensing coil. The df-1 leg of the lead also exhibited severe wear on the insulation at approx 4" from the connector pin. The insulation, however, was not breached. It appears the insulation damage was caused by insulation abrasion due to the connector segments of the lead coming into contact with each other and this contact abrading the insulation over course of service.